Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venous closure of a right common femoral vein was attempted using a proglide device with an 8f sheath after a flutter interventional procedure. Reportedly, the proglide device was stuck in the vein and the suture was entangled with the device. The device was pulled out after snapping the white suture while holding counter pressure and removing blue suture, releasing the suture and allowing for device removal. No tissue damage was observed. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.